Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of hypertension and cardiac failure are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment(s) appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2021 the patient had a 2.75x12 mm xience sierra stent implanted. The patient had previously presented with acute pulmonary edema. On (B)(6) 2021 the patient was readmitted to the hospital due to hypertensive heart failure and heart disease. Treatment was unspecified and the final patient outcome is unknown. No additional information was provided.